Manufacturer narrative:
The drill tip was visually inspected under magnification. The break appeared to be brittle in nature, and the drill tip fragments were not returned. Based on the measured length of the drill, approximately 15.6mm broke off the drill tip. The drill tip showed a fracture pattern with signs of a shear force break. No other damage was identified along the returned part, minimal wear was shown along the edges of the drill tip.

Event description:
When drilling subsequent holes to implant an orthopedic plate, the drill hit an implanted screw and the tip of the drill broke off. The drill tip was left implanted.